Event description:
A report was received that the patient was experiencing some pain around the ipg site. The physician prescribed a topical medication for the ipg site. The patient was doing well and did not experience the initial pain.